Event description:
Reporter indicated that vns pt was seen in hosp e.r. On two occasions due to choking sensation. The pt reports that their epileptologist told them that the neck incision site was not healing correctly and that they feel a small knot in their neck in an area that is close to their wind pipe. The pt reports that when they touch this area, they begin coughing and feeling a choking sensation. Treating epileptologist reportedly decreased programmed output current and plans to monitor the pt to see if the decrease in parameters alleviates the situation. The pt began experiencing an increase in coughing and shortness of breath in the first month following vns implant after treating epileptologist increased programmed parameters 4 times within that first month. The pt also has been taken off of depakote and tegretol and is now taking carbatrol and keppra. Additionally, the pt's phenobarbitol level has recently been decreased.